Event description:
On (B)(6) 2022 getinge became aware of an issue with powerled surgical light. As it was stated, oily or rusty liquid was leaking from joint of a spring arm. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, oily or rusty liquid was leaking from joint of a spring arm. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the offer for repair was proposed to the customer, however, according to the customer¿s decision, it was declined. It was established that when the event occurred, the surgical light did not meet the manufacturers specification due to claimed issue of liquid leaking from spring arm¿s joint and it contributed to the event. The provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. A root cause analysis was performed by subject matter experts at manufacturer¿s site and was concluded that maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).